Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6.

Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally reported breast itching with pain. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device remains implanted.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on patch assessed as unidentified (tear) opening (shell thickness within specification). Pain, pruritus: unable to confirm as it is a medical event not related to the device. Additional observations: observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted." Additional, corrected and/or changed data.

Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally reported breast itching with pain. The device has been explanted.

Event description:
The device has been explanted and replaced.